Event description:
It was reported that after an unrelated rv lead repositioning, failure to capture was observed on the left ventricular lead due to dislodgement. The lead was successfully repositioned in the mid lateral vein. The device was again connected to the device with acceptable thresholds on all leads. The patient tolerated procedure well and was in stable condition before, during and after the procedure.